Event description:
During a radiofrequency procedure, it was reported the pt was burned at the grounding site, the rt buttock. The site reportedly was using an eighteen gauge needle embedded in the rt buttock for the grounding electrode. The site stated the generator was functioning properly.